Manufacturer narrative:
Concomitant medical products: product ID: bi71000225, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to perform a system checkout. The standalone board was replaced. The standalone board was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is not booting up and is stuck in initializing. There was no patient involvement.